Event description:
The initial reporter called into tech support and stated that while prepping (B)(6), it was noticed that the vertier surgical table was unresponsive. The user was unable to control table using hand control or override panel even though the leds on the override panel were lit. There were no pts involved and no adverse consequences occurred.

Manufacturer narrative:
No pt was involved. There is no established expiration date for this device. Said device was evaluated in the field on august 20, 2009. Device manufactured date is unk at this point. Further attempts will be made for this info. Eval summary - upon investigation, it was confirmed that the remote and override panel did not work. This is most likely caused by a defective mpc control board. The mpc was replaced and the device was functional thereafter. The override panel is needed as a safety function in case the table is not operational via the remote. The malfunction was discovered during prepping. There were no pts involved and no adverse consequences occurred. This is not a single-use device.